Event description:
Info received indicates the head end of the stretcher is drifting down overnight.

Manufacturer narrative:
The technician isolated the issue to the hydraulic cylinder. He replaced the head end hydraulic cylinder to repair the bed.